Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock and according to the health care professional, an alert to check the right ventricular (rv) lead was observed upon interrogation. Boston scientific technical services (ts) indicated that at this time, the stored data is significantly reduced as the device reached the end of life (eol) indicator, and for this reason, no recordings of the shock delivery or alerts that may be associated with the reported observations are available for review. It was discussed that the only alert they could find was for a rv shock impedance measurement out of range of 127 ohms recorded a few months ago. Ts advised to perform a thorough lead integrity evaluation during the device replacement procedure that will be performed due to the eol device current status. At this time, no further information is available. Evidence suggests that the device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock and according to the health care professional, an alert to check the right ventricular (rv) lead was observed upon interrogation. Boston scientific technical services (ts) indicated that at this time, the stored data is significantly reduced as the device reached the end of life (eol) indicator, and for this reason, no recordings of the shock delivery or alerts that may be associated with the reported observations are available for review. It was discussed that the only alert they could find was for a rv shock impedance measurement out of range of 127 ohms recorded a few months ago. Ts advised to perform a thorough lead integrity evaluation during the device replacement procedure that will be performed due to the eol device current status. At this time, no further information is available. Evidence suggests that the device remains in service and no adverse patient effects have been reported.